Manufacturer narrative:
Investigation summary: a complaint lot history check was performed on lot # 1144020 for stopper damaged. This is the 1st related complaint for stopper damaged on lot # 1144020. Investigation summary: customer returned (3) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 1144020. Customer states that the stopper was disfigured for three products. All returned syringes were examined and all exhibited a deformed stopper in the barrel. See attached photos. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch# 1144020. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: embecta was able to duplicate or confirm the customer¿s indicated failure. Analysis of sample: all returned syringes were examined, and all exhibited a deformed stopper in the barrel. There were zero (0) notifications noted that pertained to the complaint. Reviewed l2l (leading to lean) maintenance dispatch history and did not find anything pertaining to this complaint. Therefore root-cause cannot be determined.

Event description:
It was reported that the 3 bd ultra-fine¿ 3/10ml insulin syringe experienced damage to stopper. The following information was provided by the initial reporter: this is a report about damaged stoppers of syringe.